Event description:
It was reported that on (B)(6) 2018, the right atrial and ventricular leads exhibited loss of capture and suspected to be dislodged. On (B)(6) 2018, both leads were explanted and replaced. No patient symptoms were reported. No further information was available.

Event description:
New information on (B)(6) 2018 stated the patient was in stable condition throughout the event.